Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing, however, the device was in good condition. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated as both sensors calibrated without any issues. No fault was found with the device. Root cause of reported problem is unknown. No corrective action was taken as no fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections: d4: model number 2120 ;

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Manufacturer narrative:
Additional information received on 21-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. Event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.